Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device adapter disengaged from the handle and shell. The surgeon then used another adapter and reload to resolve the issue, in order to complete the case. There was no patient injury.